Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information the pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements and loss of capture. A fracture was suspected, however, it was not visualized through an x-ray or fluoroscopic evaluation. The patient was noted to have an underlying rhythm thus, no asystole was observed. Subsequently a revision procedure was performed where the device was explanted for normal battery depletion and the competitor lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.